Manufacturer narrative:
The device was evaluated at customer site. Based on the information available, philips engineer tested all of the device measurement parts, parameters and did not identify any issue. A review of the service history for this device shows the problem has not been reported again for this device. Based on the results of additional analysis, the cause of the reported issue could not be determined. The reported problem is not confirmed. Device is working per manufacturer's specifications. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not measure the ECG traces during patient use. There was no patient/user harm reported. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.